Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062912. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection/inflammation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Since (B)(6) 2022, the patient presented pain complaints with the stoma. During a tele nurse call, the nurse observed that the patient had epigastric pain near the stoma, especially during peg tube mobilization, which did not get worse with food intake. On (B)(6) 2022, the caretaker noted slight swelling when touching the peri-stoma region and with flushing. The patient also noted to have a distended abdomen with vascular engorgement. A gastroenterologist noted ascites which was without any relation to the peg-j tubing. The patient was sent to the emergency room and diagnosed with stoma inflammation in which the patient was to continued an unknown antibiotic that was prescribed previously. During a nurse home visit on (B)(6) 2022, the patient recovered from the events.